Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not vibrate when an alarm occurs. The patient's blood glucose at the time of incident is unknown. During troubleshooting it was confirmed that the insulin pump was set to beep. However, the device failed to vibrate during the self test. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. Additionally, the customer had experienced a high blood glucose in the 520 mg/dl range despite a much lower sensor glucose reading. The patient treated via insulin pump bolus. Troubleshooting did not occur for the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and stained end cap sticker noted. Drive support cap was inspected and no anomaly was noted.